Event description:
It was reported that during a device change out for elective replacement interval (eri) the physician decided to uncap a previously abandoned right ventricular (rv) lead and use it in the new device. The right ventricular lead was found to be oversensing and the physician suspected that the lead may have a conductor fracture. The patient was brought back in and the right ventricular lead was again capped and a new right ventricular lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.